Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see h10.

Event description:
It was reported that the bd insyte autoguard straight was noticed to be broken causing leakage. The following information was provided by the initial reporter: IV fluids was hooked up to cathlon, it was leaking. Fluids were changed hoping it was from the IV tubing. IV was still leaking. Fluids removed and hook up to j-loop(iid) and flush, still leaking. Once we were able to examine the green cathlon, we noticed that part of the hub was broken and it was never going to seal.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. E.4. The initial reporter also notified the FDA on 24-mar-2023. Medwatch report #mw5115859.

Event description:
It was reported that the bd insyte autoguard straight was noticed to be broken causing leakage. The following information was provided by the initial reporter: IV fluids was hooked up to cathlon, it was leaking. Fluids were changed hoping it was from the IV tubing. IV was still leaking. Fluids removed and hook up to j-loop(iid) and flush, still leaking. Once we were able to examine the green cathlon, we noticed that part of the hub was broken and it was never going to seal.